Event description:
Boston scientific received information that this patient came to the emergency room not feeling well and was lightheaded. The patient was given medication then coded and required an external shock. The caller stated there were four stored events and the device did give anti-tachycardia pacing (atp) at one point. The device is programmed to two zones; 170/220 and the ventricular tachycardia (vt) was around 220 bpm. The caller was looking for ideas about how to possibly get more details from the stored episodes. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed with the caller that episode information is limited with older devices. The consultant did provide some suggestions to the caller. The patient was admitted to the hospital and changes were made to the patient's medications. No other adverse events have been reported. This product issue will be updated if additional information is received.